Manufacturer narrative:
(B)(4). D10 ¿ 11-301313, arcos con sz c hi 60mm, lot # 524220. 11-302015, arcos 15x300mm intlkng dist, lot # 603070. G2 ¿ foreign ¿ australia. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty a year ago with competitor product. Two months later the patient was revised after a periprosthetic fracture. Subsequently, a month post revision the patient had a dair procedure for an infection. The head was exchanged. Attempts have been made and no further information has been provided.